Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with an allegation of foam degradation and error code. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to a third-party service center, and the investigation is ongoing. A follow-up report will be submitted when the investigation is complete.